Event description:
The spouse reported the patient has an increase in tremors. The patient has fallen down four times in the past week and went to the ER. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report # 6000032200703990.